Manufacturer narrative:
B3 date of event: estimated based on aware date. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that dissection occurred. Information was obtained at the 33rd japanese society of cardiovascular intervention and therapeutics in 2025. Percutaneous coronary intervention (pci) using drug-coated balloon (dcb) is treatment that has the benefit of not using stents. It is important not to create serious coronary dissection with pre-dilation. We hypothesized that stepwise cutting balloon (cb) expansion make large dilation with less stressing the intima. Among 126 consecutive patients who underwent pci using the wolverine? Cutting balloon (cb) at our institution between january 2023 and june 2024, 88 consecutive patients were included after exclusion of in-stent stenosis and use of debulking devices or intravascular lithotripsy. Patients were divided into two groups according to the stepwise expansion of cb: stepwise group (n = 47) and non-stepwise group (n = 41). We compared patient background, characteristics of lesion and pci procedure between the two groups. The stepwise group had less incidence of previous pci than the non-stepwise group. There was no difference in lesion characteristics. Although the stepwise group used larger cb, there was less dissection after dilation. There was no difference in final devices. The stepwise group using dcb as final device had smaller stenosis and larger minimal luminal diameter. There was no difference between the two groups when des was used. However, incidence of restenosis does not differ in these two groups. Stepwise cb dilation may be useful when dcb is used as the final device.